Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/12/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection using microscope magnification was performed. Loose fibers/particles were observed on lens related to the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens. Both haptics were observed detached. The detached haptic pieces were not returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as haptic damaged was not verified. However, haptic detached was identified on sample returned. Based on the analyzed of the returned, there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a za9003 17.0 diopter intraocular lens (iol) was noticed broken after the lens was implanted. Therefore, it was removed and replaced during the same surgical procedure. An incision enlargement was made and sutures were used. There was no patient injury. Reportedly, the replacement lens was the same model. No additional information was provided.